Manufacturer narrative:
The investigation reviewed the last calibration performed; the results were within specifications. There was no influence of the calibration on the event. The investigation reviewed the qc data; the results were within specifications before sample measurement or the system was released for patient measurement. The investigation reviewed the alarm trace- from (B)(6) 2024 until (B)(6) 2024; there were several sample-related alarms (sample foam, sample clot, sample short) every day, with no other abnormalities. The investigation reviewed the images from the sample foam detection camera; the images of the sample showed white particulate matter which is seen to become less in the course of continued pipetting. These particles are most likely to be aspirated and the effect they have on the further reaction is unknown. It can be seen that the sample is clear at the last pipetting. The investigation determined a general reagent problem was not present because the qc before the event was within range. The investigation determined the event was consistent with a preanalytic issue at the customer site (images from the sample foam detection camera showed white particulate matter which is most likely aspirated and somehow included in the electrochemiluminescence - ecl reaction). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas 8000 core unit. The initial result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis alerting the reporter to an issue with the result. The initial result at 9:29 am was 22.0 ng/l. The repeat result was 9.2 ng/l.

Manufacturer narrative:
The serial number of the customer's cobas 8000 core unit is (B)(6). The reporter stated that "a small patch of albuginea can be seen in the plasma." The investigation is ongoing.